Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2017 with the following findings: during investigation, the pump was unresponsive with the returned battery cap and a test battery cap. No audible tone, no vibration alert, and a blank display occurred upon battery insertion. The battery cap was within specifications. Evidence of moisture was found on the underside of the battery cap. The battery cap was unable to fully tighten. The battery compartment was cracked from the thread area to the case seal, and below the grip pad. Evidence of moisture contamination was found inside the battery compartment. A leak was found at the battery compartment. The pump case was removed to find moisture inside the pump.